Event description:
It was reported that pump experienced malfunction that showed malfunction code on screen without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset device without malfunction recurring, and was advised to continue using pump and to call back if problem happened again.